Manufacturer narrative:
Service technician was unable to verify the reported "not to be providing pressure support appropriately" problem. Service does not test for the nppv mode and is unable to duplicate the reported problem. Put the unit on run-in on the intubated mode for 140 hours and it ran without any abnormal errors or alarms. Performed the circuit leak test with a known good patient circuit multiple times at different angles and still passed. The vent passed the initial final test and unable to find any problems with the unit.

Event description:
The customer reported to vyaire medical that their revel ventilator was discovered to not be providing pressure support appropriately during patient-use. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.

Manufacturer narrative:
Results of investigation: a vyaire failure analysis technician was unable to verify the customer's reported issue. The device passed all testing and met all specifications.